Event description:
It was reported that the ilet device case split at the seam when the user removed the case, resulting in screen bezel separation, while the device continued to function and blood glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included temporary discontinuation of pump therapy and reversion to backup insulin pen therapy, with a replacement device arranged. Investigation included complaint intake review and user interview, with no alerts or alarms reported. Investigation of the returned device revealed a mechanical housing separation consistent with enclosure integrity failure at the seam, with no impact on device electronics or delivery performance. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress to the device enclosure during case removal.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.